Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified that during aquablation therapy and while the patient was in the or under anesthesia, an error "e917 cystoscope sensor tip disconnected" occurred during angle planning. Troubleshooting steps were initiated, the customer attempted to clear the error message, reseat the cystoscope cord, and reboot the hydros robotic system, but the issue persisted. As a result of the problem, the treating surgeon converted the procedure to a transurethral resection of the prostate (turp). The patient was discharged the next day. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The hydros handpiece was returned for investigation. The treatment log files were reviewed and e917 errors were observed; confirming the reported failure. During functional testing, the hydros handpiece could not establish a connection to the system. The root cause of the reported failure was unable to be determined. A review of the device history record (DHR) for hy1000t/serial number (B)(6) and hydros handpiece/lot number 24c05967 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system user manual, um0401-00-01, rev. C, was reviewed. Table 5 error messages: e917: no/intermittent connection. Reconnect component. 1. Release foot pedal. 2. Check status panel for source of issues. 3. Reconnect or replace component as needed until status becomes green. 4. Click ok to clear alert; may require realignment and replanning if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.